Event description:
A customer reported to baxter (B)(4) of an administration set in which when removing the set, the distal luer broke in a 3 way stopcock in the catheter. A patient was involved; however, there were no patient injury or medical intervention reported. It is unknown when or in which care area this event occurred. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually checked and the luer was damaged. The cause of this condition was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.